Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted due to an unconfirmed device failure. The device was explanted on (B)(6), 2011 and the patient was reimplanted with another device during the same surgery. The manufacturer became aware upon receipt of an implant registration card for the new device.